Manufacturer narrative:
Model number/catalog number: sc-2316-50e; (B)(4); model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that following a trial procedure, the patient was experiencing discomfort in the buttock, thigh and right groin area. The patient was given some medication. The physician suspected that it was a bit of nerve irritation from having the leads implanted. The patient was doing well postoperatively.